Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 324 mg/dl. Customer stated that there was a sound from the pump and she was unable to clear the sound. Customer had a no delivery closed circle. Keypad was also unresponsive. Insulin pump will need to be replaced. Customer was advised to retrieve pump settings. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The device had minor scratched display window, cracked reservoir tube lip, and scratched reservoir tube window.